Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to massive infection.

Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) removed due to massive infection. The infection was in the penis and was discovered a few weeks after the implant while healing from the ipp procedure. The infection was treated with antibiotics and device removal. The patient outcome was reported to be successful following the surgery.